Event description:
As reported via legal documentation the patient had a left knee replacement. Approximately 43 months after the initial procedure the patient had a left knee revision. The patient experienced synovitis, scar tissue, ambulation or postural difficulties, pain, discomfort and balance problems. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2022-00722 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00722. D10: concomitants: 02-010-03-0215, (B)(6) - logic cr femoral cem, left sz 1.5. 200-02-29, (B)(6) - three peg patella 29mm. 02-012-45-1515, (B)(6) - lgc tibial fit tray cem sz 1.5f / 1.5t. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.